Event description:
Additional information received indicated patient underwent surgical intervention wherein the leads were replaced, and reportedly effective therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Section a4: patient weight is unknown. Section b3: date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number:3006705815-2024-01277. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention is pending to address the issue.